Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. No abnormality related to the reported event was confirmed on the product's appearance. Functional testing performed. When the device was operated, an event was confirmed in which exhalation was prolonged, confirming the customer's indicated failure. The root cause was due to a malfunction of the switch inside the demand detector. The product was returned to the customer without being repaired because the supply of the detector as a repair or replacement part had ended and it was no longer available. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product wasn't working. Event occurred before patient use, during testing. There was no patient involvement and no patient harmed reported.